Event description:
Note: patient age, gender, and weight are unknown. It was reported to boston scientific corporation in late 2005 that a leveen needle electrode was used during a radiofrequency ablation procedure in the liver. The tines were fully deployed and ablation was performed; ablation was completed earlier than usual and it was noted that "the array" got caught when the unit was removed from the body. No anomalies were noted prior to use. No patient complications were reported as a result of this event.

Manufacturer narrative:
No issues could be found with the returned device. The root cause of the reported event could not be determined. A DHR review was performed and revealed no anomalies.